Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the surestep foley tray included statlock ref # fol0102 instead of ref # fol0105. As a result, the catheter from the tray was unable to fit inside of the statlock provided. The catheter had to be taped to the statlock in order for it to adhere.

Event description:
It was reported that the surestep foley tray included statlock ref #(B)(4) instead of ref #(B)(4). As a result, the catheter from the tray was unable to fit inside of the statlock provided. The catheter had to be taped to the statlock in order for it to adhere.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following:"visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." The device was not returned.